Event description:
Customer called to report a blood leak at return pressure dome that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer did a blood prime for this procedure. At the start of buffy coat collection, the customer was getting ready to start pulling from the blood prime unit again and noticed a leak on around the collect and return pressure domes. Cts advised the customer to abort the treatment and alert the provider. Upon closer examination, the customer determined the leak was coming from the return pressure dome and had just started leaking. Customer is requesting the instrument be cleaned and serviced by a field engineer tomorrow in order to resume patient treatments in 2 days. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b329 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and (B)(4) add'l complaint for pressure dome leak was reported to date for this lot. No trends detected. Service order (B)(4). Service engineer verified performance of all three pressure transducers by successfully calibrating and verifying with an external pressure meter. Completed system check out procedure per service documentation. Repairs have returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation. No product return was rec'd from the customer for investigation. The root cause for this complaint cannot be determined based solely on the info provided by the customer. (B)(4).